Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An advocate from the (B)(6) used the contour link to run blood tests on her son. She received what she considered to be normal readings of 5.6 and 5.4mmol/l, but smelled ketones on his breath all day. She retested him on the contour meter in the afternoon and the reading was 22mmol/l. He was then treated for hyperglycemia. Details on the treatment were not provided. There was no remaining test strip to return for evaluation. Only the meter information was given.